Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacing the system's kvm, unplugging the mouse and keyboard inputs from the system server, clearing the system's error logs and rebooting.